Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for severed (cut) tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode severed (cut) tubing. Bd determined that the root cause of the indicated failure mode was attributed to the packaging process as the tubing that was not properly seated in the package. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain medication or blood (ie cut). The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there was a packaging defect. Just an fyi we opened this and it was cut. Not sure if your hearing more than just this one item. Package intact.